Event description:
An aa4203tl model lens was implanted and it was noted that the posterior capsule had ruptured. The lens was removed and a vitrectomy was performed. Company has requested additional information but it has not been received to date.